Event description:
Purchased x1 product "signature care angle edge+ deep clean with replace-me bristles" 2 toothbrushes pack on (B)(6) 2024. Upon inspection at the time of purchase, the package was not damaged and sealed. When unsealed, microplastic particles are visible on all surface area portions of the grip, stem and on the fibers of the toothbrush that was removed from the package. The other toothbrush remains in untouched condition. The color of the microplastics made them visible - matching the color of the bristles on the toothbrush. The size of the microplastic materials on the product and left inside the product casing range from a uniform granular shape you would commonly see in dust or small sand, to possible pm2.5 or smaller; with additional outlying contamination that is visible only when stroking the bristles of the newly opened product, releasing them into visible airborne formations. (4) photos attached from iphone15 promax camera rotated 90 degrees ccw. Pixel x dimension 4,032. Pixel y dimension 3,024. Auto exposure.